Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and verified and duplicated issue and replaced the power pcba to repair device. Device passed performance inspection procedure and was returned to the customer for use. Stryker product assessment center (pac) further evaluated the pcba and a shorted diode was determined to be the cause of the reported issue. Component was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.